Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported insulin pump was under-delivering the insulin. No harm requiring medical intervention was reported. Troubleshooting was not performed as the customer already performed in the previous call. The customer will discontinue the use of the device. The product will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Retainer = black. The customer alleged the device is under delivering causing high bgs beginning approximately (B)(6), 2022 and reported on (B)(6) 2022. The device passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test test at .08675 inches. Successfully downloaded the trace and history files using thus and carelink upload was successful. Installed a water filled test reservoir and primed the device . Set a basal rate for 1 u/hr and monitored the device for two (2) days. The device delivered the basal profile properly. No under delivery or basal delivery anomalies were noted during testing. Sensor test, and the displacement test. The device was cut open to perform a visual inspection. No evidence of physical damage or moisture damage was found on the electronic assembly (electric board), motor, or force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, stained keypad overlay, keypad overlay texture damage, and pillowing keypad overlay. The device passed all functional testing. Under delivery, high bg, and basal delivery anomalies are not confirmed. The history file list the following programmed bolus deliveries for (B)(6)2022: (B)(6), 2022 00:36 cl1foodbolus normalbolusamountprogrammed: 15000 (1.5 u) bolusamountdelivered: 15000 (B)(6), 2022 01:24 cl1foodbolus normalbolusamountprogrammed: 17000 (1.7 u) bolusamountdelivered: 17000 (1.7 u) (B)(6), 2022 02:40 cl1foodbolus normalbolusamountprogrammed: 17000 (1.7 u) bolusamountdelivered: 17000 (1.7 u) (B)(6), 2022 05:56 cl1foodbolus normalbolusamountprogrammed: 10000 (1 u) bolusamountdelivered: 10000 (1 u) (B)(6) 2022 07:01 cl1foodbolus normalbolusamountprogrammed: 10000 (1 u) bolusamountdelivered: 10000 (1 u) (B)(6), 2022 08:05 cl1foodbolus normalbolusamountprogrammed: 10000 (1 u) bolusamountdelivered: 10000 (1 u) (B)(6), 2022 09:26 cl1foodbolus normalbolusamountprogrammed: 7000 (0.7 u) bolusamountdelivered: 7000 (0.7 u) (B)(6), 2022 11:06 cl1foodbolus normalbolusamountprogrammed: 13000 (1.3 u) bolusamountdelivered: 13000 (1.3 u) (B)(6), 2022 11:43 bolus wizard normalbolusamountprogrammed: 33000 (3.3 u) bolusamountdelivered: 33000 (3.3 u) (B)(6), 2022 13:05 cl1foodbolus normalbolusamountprogrammed: 15000 (1.5 u) bolusamountdelivered: 15000 (1.5 u) (B)(6), 2022 13:46 cl1foodbolus normalbolusamountprogrammed: 10000 (1 u) bolusamountdelivered: 10000 (1 u) (B)(6) 2022 14:18 cl1foodbolus normalbolusamountprogrammed: 10000 (1 u) bolusamountdelivered: 10000 (1 u) (B)(6), 2022 15:26 cl1foodbolus normalbolusamountprogrammed: 10000 (1 u) bolusamountdelivered: 10000 (1 u) (B)(6) 2022 16:25 cl1foodbolus normalbolusamountprogrammed: 7000 (0.7 u) bolusamountdelivered: 7000 (0.7 u (B)(6), 2022 18:14 cl1foodbolus normalbolusamountprogrammed: 8000 (0.8 u) bolusamountdelivered: 8000 (0.8 u) (B)(6) 2022 18:42 cl1foodbolus normalbolusamountprogrammed: 10000 (1 u bolusamountdelivered: 10000 (1 u) (B)(6), 2022 19:07 cl1foodbolus normalbolusamountprogrammed: 12000 (1.2 u bolusamountdelivered: 12000 (1.2 u) (B)(6), 2022 21:15 cl1bgcorrection normalbolusamountprogrammed: 5000 (0.5 bolusamountdelivered: 5000 (0.5 u)( B)(6), 2022 21:47 cl1foodbolus normalbolusamountprogrammed: 3000 (0.3 u bolusamountdelivered: 3000 (0.3 u) (B)(6), 2022 21:58 cl1foodbolus normalbolusamountprogrammed: 3000 (0.3 u (B)(6) 2022 22:27 cl1foodbolus normalbolusamountprogrammed: 3000 (0.3 u) bolusamountdelivered: 3000 (0.3 u). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.